Event description:
Customer alleged back wheel got a flat spot on it. No injury alleged.

Manufacturer narrative:
No RMA has been initiated for this issue. Model m91, serial number/date code (B)(4) is approximately 2 years old. The owner's manual part number 1141450 rev e(oct-08) was issued with this device. The owner's manual is also found on-line at invacare.com. It is unknown if the consumer has fully read and understands the owner's manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare. The consumer is a (B)(6). The consumer's medical condition, stability and medication regimen are unknown. The consumer's technique while using the device is unknown. The maintenance history of the device is unknown. The consumer stated that while driving the m91 power chair a t-shirt that was hanging on the back of the power chair fell off, unbeknownst to the consumer, and became entwined in the left rear caster, causing the caster wheel to flatten. The consumer continued to utilize the power chair with the flattened caster. The va will be handling the repair of the caster for the consumer. No injury alleged.